Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. A primary plumset was being used to deliver an unspecified medication. After an unspecified length of time, the option-lok male adapter of the primary tubing set was connected to the clave port of the extension tubing set for the delivery of an unspecified medication. No specific details were provided. After an unspecified length of time, the nurse was administering an unspecified medication and noted the distal tip of the option-lok male adapter was broken off and lodged in the clave of the IV set. An unspecified amount of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is complete. The customer contact indicated the device was discarded. The device was not received for testing. During the investigation, a customer provided photo was reviewed. Review of the photo found that the 6" tubing with the tip of the male adapter broken. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. According to investigation findings, the reported defect is related to the design. The spin collar option-lok t dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints. This report represents all the information known by the reporter upon query by hospira personnel.